Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was decontaminated with cidex opa solution soak pending further device testing to support the final product analysis findings. The device returned with a detachment of the distal tip with the material at the detachment site even around the circumference. A leak was evident originating from the distal end of the balloon. The balloon folds were closed. A tactile test did not detect any kinks or other abnormalities along the length of the catheter. A 0.035-inch guidewire was loaded through the guidewire port at the luer and advanced distally through the device with severe resistance present due to hardened blood in the lumen. The device was successfully advanced through a 6fr introducer sheath with no issues. Negative prep was performed on the device with no leak observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an inpact admiral drug coated balloon during patient treatment. IFU was followed. No damage was noted to the product packing. It is reported the physical was unable to get the device into the catheter. No resistance was encountered. No excessive force was used. The device was safely removed from the patient. The device was replaced with another inpact admiral drug coated balloon to complete the procedure. No patient injury reported.